Event description:
The pump was returned to the MFR, when it was replaced. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The pump was used to deliver morphine.

Manufacturer narrative:
Final device analysis revealed a motor coil anomaly. The coil mounting screw head was broken off and was lodge next to the rotor gear; the motor was stalled.